Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2015-03044 & 1627487-2015-03075. Additional information identified the patient underwent surgical intervention on (B)(6) 2015 during which both peripheral leads were repositioned in addition to the model 3244 lead. The patient received effective stimulation following the surgical intervention. The model 3244 lead is being reported as device 3.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03043. It was reported the patient's peripheral leads(off-label) have migrated (date of event is unknown). As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.